Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm while connected to the mobile power unit (mpu) was confirmed. There were no log files available to review. During the evaluation of the returned mpu, serial (B)(6), the mpu was run on a mock loop with a test controller and the unit booted up as intended. When the cable was manipulated, the reported low voltage alarm was reproduced. The issue was isolated to the patient cable. The cable was replaced, and a full functional test was performed. The unit was returned to the customer site. The returned patient cable was plugged into a test unit and mock loop and ran with a controller. The cable was flexed about an inch away from the connector strain relief which resulted in the reproduced alarm. The cable was stripped, and the underlying gray relative state of charge (rsoc) wire was almost severed. When the cable was flexed, the wire was not making proper contact which indicated signs of wire fatigue. The root cause for the reported alarm was determined to be due to wire fatigue in the mpu patient cable consistent with the repetitive flexing of the cable over time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the mobile power unit (mpu) had a v-lock connector and there was no power cord tightness issue confirmed. The ac power cable appeared to work fine, and no technical issues could be found.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an unusual low power alarm while on the mobile power unit (mpu). It was confirmed that both the black and white power cables were firmly connected to the mpu. The mpu was exchanged.